Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020, the lay user/patient's mother contacted lifescan (lfs) USA, alleging that the patient's onetouch ultra2 meter was reading inaccurately high compared to the patient's feelings and/or normal readings and another device (relion). This complaint was classified based on information obtained from the customer care agent (cca) during the initial and additional information obtained during follow-up with the reporter on (B)(6) 2020. The reporter was unable to recall when the alleged issue began but stated it was on sometime in mid (B)(6) 2020, approximately one month prior to contacting lfs. The reporter claimed that the patient obtained blood glucose readings of "220 and 298 mg/dl" on the subject device, which he felt were inaccurately high compared to his feelings and/or normal readings. The reporter also claimed that the patient obtained blood glucose readings of "298 mg/dl" on the subject meter and "198 mg/dl" on the other device, performed within 30 minutes of each other. The patient manages his diabetes with insulin (lantus, 24 units before bed and novolog, dose based on a sliding scale) and the reporter advised that in response to the alleged inaccurately high readings obtained on the subject device, the patient increased the dose of novolog administered; however, the reporter was unable to recall what the specific dose and/or increase was. The reporter also advised during the follow-up call with the cca that they consulted their doctor, a neurologist and a dietician in response to the alleged elevated readings and that the patient was given a special diet/menu to follow; no further information was provided regarding the diet provided. The reporter stated that an unknown time after the alleged issue began, the patient developed symptoms of feeling "lethargic" and would "bottom out" and during the follow-up call, the reporter clarified that the when lethargic, the patient "wasn't feeling himself" and that when he would "bottom out", he would not have any specific physical symptoms but that his "sugar went down". The reporter denied that the patient received any treatment as a result of the alleged issue. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly at the time of testing, that an approved sample site was used to obtain the results and that the patient was following the correct testing procedure. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The cca also noted that at the time of the call, the reporter did not have control solution available to test the subject system. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion after administering an increased dose of insulin based on the alleged elevated readings.